Event description:
On 11/4/92 a 84 year old female underwent coronary angioplasty in the cardiac cath lab. At completion of the procedure, it was noted that distal tip of guide wire, phantom steerable guide wire, was lodged in a branch of patient's coronary artery. She subsequently underwent coronary artery bypass on 11/9/92, at which time the foreign body was removed. Shr is in stable condition at this timeinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.